Event description:
It was reported that during explant procedure for normal battery depletion, a whitish/yellowish substance was noted on the terminal pin of the right atrial lead. Culture of the substance was negative and the lead remained in use. The device was removed and replaced and it was reported there was a possible crack in the header of the device. The physician noted the fluid was thought to be a foreign body type reaction. No patient complications have been reported as a result of this event.

Event description:
It was reported that during explant procedure for normal battery depletion, a whitish/yellowish substance was noted on the terminal pin of the right atrial lead. Culture of the substance was negative and the lead remained in use. The device was removed and replaced and it was reported there was a possible crack in the header of the device. The physician noted the fluid was thought to be a foreign body type reaction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.